Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to sense. The rv lead was not used. The patient was in stable condition throughout the procedure.